Event description:
It was reported that the device displayed a bvvi message prior to implant. The device was not implanted. The device was later interrogated and was found not to be in bvvi. The device was returned for analysis.

Manufacturer narrative:
The device was received in the original packaging. The device interrogated normally upon receipt and was not in backup vvi mode. Reset logs and device diagnostics show no indication of a device reset occurring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun